Event description:
The customer called technical support (ts) and reported that during preventative maintenance (pm), it was observed that the device has a defective nav-ring, and that the battery is over 5yrs old. The customer reported there was no patient involvement at the time the issue was discovered. The bench repair evaluated the device and confirmed the reported problem. Bench repair replaced the front bezel and the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed the unit did not meet product specifications. Previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Although requested to be returned, the battery component was not received for evaluation at this time. A follow-up report will be submitted if the part is received and evaluated.